Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8658703. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8658703. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during drg explant procedure on (B)(6) 2025 [related manufacturer reference number: 1627487-2024-11349], leads were not fully explanted. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the physician was unable to fully explant the remaining parts of the lead and the tip of one lead was left implanted. It is unknown which lead tip was left implanted.